Event description:
It was reported there was a gross infection due to (B)(6). Aspiration of fluid in the battery pocket was cultured and came back positive for (B)(6). The patient was placed on antibiotics by her primary care physician, but the infection was already excessive at that point. At the time of the report, the issue had resolved. It was unknown what led to the event. An explant was planned for (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional review indicated conclusion code is no longer applicable to the event.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient had their system removed. The consumer mentioned that the patient had burning wires internally. The consumer stated, "something about an MRI, something touched metal, burned and repositioned." It was reported that the patient had an operation and developed a staph infection. The consumer stated that the patient was on blood thinners, ended up bleeding internally, and has been bedridden since then. It was noted that the issue occurred a year and a half to two years prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# va0t5t4, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-33, lot# va0n6mv, implanted: (B)(6) 2015, product type: lead. (B)(4).